Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during last check, this pacemaker's battery life was less than 0.5 years but now it showed two years remaining. Autocapture was on. Boston scientific technical services (ts) discussed that with automatic capture (ac), battery longevity estimates can vary. It was recommended to continue normal follow-ups. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device met specifications for normal battery depletion. This device was properly displaying the longevity remaining based upon the pacing demands. No further analysis will be performed.